Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his reservoir was not able to lock into place when inserted inside the insulin pump. The customer's blood glucose level was 351 mg/dl at the time of the incident. The customer stated that the reservoir cap was not tight on the insulin pump sometimes and the reservoir wouldn't lock in place which caused his blood glucose to rise. The customer was assisted in troubleshooting. The customer experienced frequent urination. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The test reservoir locked in place properly and no anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).